Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for dizziness, lightheadedness and confusion. The patient was noted to have markedly elevated lfts(liver function test). Inr (international normalized ratio) was stable, as have been his ldh (lactate dehydrogenase) values. A rhc (right heart catheterization) ramp echo was done yesterday and we noted very little hemodynamic of sonographical change until nearly 1000 rpms increased. The patient does have significant ai (aortic incompetence) but writer is suspicious for something impeding pump function. The patient was discharged stable on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency and transaminitis could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020. The data captured a ramp study performed at 12:49:31. The pump operated at or above the low speed limit for the duration of the log file. The log files appeared to capture the pump operating as intended. The account reported that the patient was admitted for dizziness, lightheadedness, and confusion. The patient¿s international normalized ratio (inr) and lactate dehydrogenase (ldh) values were reportedly stable. A ramp echocardiogram (echo) was performed which noted little hemodynamic or sonographical change until the fixed speed was increased by nearly 1000 rpms. The account was initially suspicious of potential impeded pump function; however, no abnormal trends in pump parameters were identified and the patient reportedly had significant aortic insufficiency. The patient¿s diagnosis was determined to be transaminitis. The patient was discharged home on (B)(6) 2020, in stable condition. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.